Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the oxygen (o2) sensor and the ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator oxygen (o2) sensor could not be calibrated. The patient was then transferred to another ventilator. There is no report of patient harm as a result of this event.